Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient's system will be explanted due to overstimulation, difficulty charging, and warmth at the ipg site.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's system will be explanted due to overstimulation, difficulty charging, and warmth at the ipg site.

Event description:
A report was received that the patient's system will be explanted due to overstimulation, difficulty charging, and warmth at the ipg site.